Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved in the same pt reported under manufacturing numbers 9616099-2007-02124, 9616099-2007-02125, 9616099-2007-02126, and 9616099-2007-02127. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country indicated that a pt dies after going into ventricular tachycardia after a bowel movement. Postmortem was not conducted and the cause of death is unk. However, the physician suspects a thrombotic event. This event occurred approx fourteen months after the stents were implanted. Two of the cypher stents involved in this event were implanted to treat a de novo lesion with total occlusion in the proximal left circumflex coronary artery. The stents were overlapping one another. The third and fourth cypher stents were implanted to treat another de novo lesion with chronic total occlusion in the distal right coronary artery and the right posterior descending artery. Subsequent follow examinations were benign with the stents patent; however, at fourteen months after implantation of the stents, the pt was hospitalized for ileus. The hospital stay was complicated with bed sore and infection. The pt went into ventricular tachycardia after a bowel movement and later died. According to the physician, the cause of death is cardiac possibly from a thrombotic event. The cause of the thrombotic event is unk.